Event description:
It was reported that shaft break and catheter entrapment occurred. A 3.0mmx60mmx135cm sterling¿ balloon catheter was used with a non bsc wire. Upon removing the balloon catheter, it was noted that the shaft of the device was broken and was stuck on a non-bsc guide wire while outside of the patient. The procedure was completed with another 3.0mmx60mmx135cm sterling¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling balloon catheter in 2 pieces. The balloon was loosely folded and was bunched up at the proximal end of the balloon and 1cm distal of the proximal markerband. The distal tip of the bond was damaged. Microscopic examination revealed that the outer shaft was separated 105cm from the hub. The outer shaft was necked-down and stretched in two locations 103.5cm from the hub and 1.5cm from the guidewire exit notch. The inner shaft was buckled in four locations 4.5cm and 3.5cm proximal of the proximal balloon weld, at the proximal markerband and 1cm distal of the proximal markerband. The shaft was kinked 35cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment occurred. A 3.0mmx60mmx135cm sterling¿ balloon catheter was used with a non bsc wire. Upon removing the balloon catheter, it was noted that the shaft of the device was broken and was stuck on a non-bsc guide wire while outside of the patient. The procedure was completed with another 3.0mmx60mmx135cm sterling¿ balloon catheter. No patient complications were reported.